Manufacturer narrative:
A review of the device history records for this device did not reveal any discrepancies relevant to reported event.

Event description:
This procedure was part of the definitive le study: during the treatment of the right lower extremity, there was a perforation of the sfa, following atherectomy with the lx-m turbohawk. The perforation was treated using heparin coated, covered stent.